Manufacturer narrative:
C64343 was applied for the enlarged spleen and gallbladder. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on 2018-apr-24 regarding a patient receiving compounded baclofen (600.0mcg/ml at 416.02mcg/day), fentanyl (600.0mcg/ml at 416.02mcg/day), and bupivacaine (30.0mg/ml at 20.801mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that on (B)(6) 2018, the patient reported vomiting, diarrhea, and dizziness that began on (B)(6) 2018 following the pump refill. It was noted that these symptoms subsided by (B)(6) 2018. On (B)(6) 2018, the patient's wife contacted the clinic reporting that she believed the intrathecal (it) rate was too high. The patient was scheduled for an it rate adjustment. The patient presented to the clinic for evaluation and reported he was in the hospital secondary to vomiting and was diagnosed with an enlarged spleen and gallbladder. The patient's primary care physician thought the concentrations of baclofen may have caused this. The patient also reported dizziness following personal therapy manager (ptm) activations at this refill, and the ptm dose was decreased. It was noted that decreasing baclofen concentrations at the next refill was considered. The clinical diagnosis was it medication side effects. The outcome indicated the event was ongoing, and the etiology indicated the event was possibly related to the device/therapy, and was not related to the implant procedure. The event was possibly related to the drug and it was specified that adding morphine, decreasing bupivacaine, and increasing baclofen may have been contributing factors. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event was updated to resolved without sequelae on 2018-jul-26. It was noted interventions included the pump was reprogrammed on (B)(6) 2018. The patient reported some improvement following concentration change on (B)(6) 2018. On (B)(6) 2018 the baclofen concentration was decreased. On (B)(6) 2018 the patient reported some improvement. No further complications were reported.